Event description:
The plaintiff's attorney alleged the pt experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs #1225714-2014-01533 and 1225714-2014-01534.